Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report moderate mitral stenosis. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with degenerative mitral regurgitation (mr) grade 4+, with posterior leaflet flail, mitral annular calcification, mitral leaflet calcification, and a small mitral valve area. One mitraclip was implanted without a device deficiency, reducing the mr to grade 2+. On (B)(6) 2021, moderate mitral stenosis was noted, along with an increase in mr to grade 3+. Per physician, there was no device malfunction. The mitraclip remained stable and well seated, without any device related tissue injury observed. No treatment was provided, and the event did not require hospitalization. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effects of mitral stenosis and mitral regurgitation are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Based on the information reviewed, a cause for the reported mitral stenosis cannot be determined. The reported mitral regurgitation is related to patient conditions. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.